Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an open hysterectomy on (B)(6) 2018 and suture was used. During the procedure, the suture strand broke along multiple points when given little pressure. A different device was used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: (B)(4) 2018. Empty, opened overwrap packets and a needle-suture tangle on the empty opened foil of product were returned for analysis. During the visual inspection of unused sample, the swage and attachment area were as expected. The suture was dispensed without problems and examined along the strand with no defects, damage or suture breakage observed. A functional test was performed and the tensile force was above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the unused sample, no breakage of suture was found.